Event description:
It was reported that the patient experienced an unspecified injury as a result of an unspecified mesh. No additional information was provided at this time.

Manufacturer narrative:
An unspecified unjury occurred. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.